Manufacturer narrative:
Investigation summary: a complaint of tubing separating from the filter was received from the customer. No product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010453 lot number 21045784 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the bd alaris¿ infusion set experienced a separated IV set connection. The following information was provided by the initial reporter: the lipid line for the patients tpn was noted to have separated from itself. The break was noted where the lipid line connects to the in line filter. The remaining stub was detached from the travasol line and the pump shut off. The patient was assess and found to be stable with no voiced concerns. Patient did no receive full dose of tpn.